Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's pump speed decreased below the low speed limit while they were connected to a power module. The patient was asymptomatic. An x-ray was performed but it was unclear if there was any damage to the driveline that would have contributed to the event. The patient was connected to an ungrounded power module patient cable and the issue resolved. The patient would be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted log file confirmed a low speed event. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the low speed event could be indicative of a driveline issue; however, a specific cause for this event could not conclusively be determined through this evaluation as the patient remains ongoing on ventricular assist device (vad) support. The submitted log file contained data and events from 01apr2023 through 02may2023. The file captured a low speed event on 27apr2023 while the patient was supported by the mpu. The pump ramped back up to the set speed without issue following the low speed event and remained above the low speed limit for the remainder of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Pump speed, power, flow, and pulsatility index (pi) also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook (rev. C) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) driveline (percutaneous leads) have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.